Event description:
A crack was noted in the minicap of a prep kit upon review of the sample. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A visual inspection was performed on the photograph provided. A crack was noted in the sample. The cause could not be determined. The manufacturing facility of the minicap was notified of the event. Should additional relevant information become available, a follow-up report will be submitted.